Manufacturer narrative:
Results of investigation: vyaire medical was unable to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 100 hours of extended tests at the customer's settings. The ventilator also passed the ltv final test, which includes many ventilation and alarm functions.

Event description:
It was reported to vyaire medical that the unit was delivering a higher than expected amount of tidal volume while in use on a patient. The ventilator was also alarming "disconnected sense". There was no patient harm associated with this event, the patient was placed on another ventilator with no harm.